Event description:
Boston scientific received information that the patient presented to the clinic due to the device beeping. It was noted that the patient has not been in for a device evaluation in three years. Upon interrogation it was noted that the device reached end of life (eol) status, which may have been due to an extended charge time outside of specification. Due to several other unrelated health issues, a device replacement procedure is not currently scheduled. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.